Event description:
It was reported that the user experienced persistent hyperglycemia with a blood glucose level of 243 mg/dl while using the ilet system, with the user attributing the issue to scar tissue at the infusion site and receiving troubleshooting and education guidance. Symptoms included high blood glucose. Outcomes included transient impact to glycemic control without report of medical intervention or hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with user-reported infusion site issues such as scar tissue considered a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.